Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the site was performing an operation check and the imaging system's control panel was not reflected. The site rebooted the system but the issue was not resolved. They were able to use the button operation, but once the control panel was displayed, it would become unstable as it appears and disappears intermittently. There was no patient present when this issue was identified.